Event description:
Procedure type: sigmoid resection. According to the operator: staples did not form correctly and only one donut on the anvil side was seen. Surgery time was extended two hours. No further information was provided.

Manufacturer narrative:
Initial report sent: 04/14/2009.